Event description:
Reporter alleged, obtaining a discrepant blood glucose result of 450 mg/dl on a pt using the inform system 1 compared with a result of 59 mg/dl on the lab system, when testing was performed within 10 minutes. Reporter alleged, obtaining a result of 144 mg/dl on the same system, compared to a result of 50 mg/dl on the lab system within 10 minutes on the same pt about two hours later. Reporter did not indicate the pt was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated, the pt was treated with an IV, with fluids, and food after the first comparison. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.